Event description:
The reporter (patient's father) contacted animas on (B)(6) 2012, alleging the patient had been experiencing elevated blood glucose (bg) for the past week ranging from 200-350 mg/dl with nausea and headache. The reported bg elevations did not meet animas' criteria of a reportable serious adverse event. The reporter stated the elevated bg was corrected with 4.0 units of insulin by manual injection. The site/set/cartridge had been changed three times without resolution of the elevated bg. The reporter verified the insulin was not expired. The reporter further denied issues with the site/set, no leaking or bent cannula. The reporter stated the patient's mother had contacted the patient's healthcare provider (hcp) for setting adjustments the morning of the call. The hcp suspected the pump was malfunctioning. The reporter confirmed during troubleshooting that the bolus rates were programmed as intended. The reporter further confirmed that the advanced settings in the pump were set as intended and no changes were made. Customer technical support (cts) reviewed the pump history. No unusual records were noted; all boluses were fully completed as programmed. Cts confirmed the pump was noted to be functioning as intended. The pump is being returned to animas for review due to the hcp insinuating the pump was not functioning properly. The patient was confirmed to have been started on a backup plan until the replacement pump is received. This complaint is being reported because the patient's hcp believed the pump was not functioning properly and was causing fluctuations in the patient's bg.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump histories show the last bolus was delivered on (B)(6) 2012, at 12:42 and the last basal delivery occurred on (B)(6) 2012, at 12:59. A "replace cartridge" alarm occurred on (B)(6) 2012, at 18:20 and deliveries were resumed at 19:07, on the same date. There are no errors or alarms in the alarm history related to the complaint; only typical usage was observed in the pump histories. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. All keypad buttons were found to be responding appropriately to user input. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.